Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced low blood glucose level. The customer¿s blood glucose level was 41 mg/dl at the time of the incident and other value was 70 mg/dl. Customer was treated with food. Customer was using auto mode feature. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).